Event description:
During product evaluation failure code 570:320:844:0000 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 570:320:844:0000 was confirmed. Inspection of the device found that the cause of the failure code was due to depleted and potentially damaged main batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.